Event description:
During preventative maintenance testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.